Event description:
It was reported that this system with a right atrial (ra) lead and right ventricular (rv) lead had the ra lead dislodged at pre-discharge interrogation. The dislodgement was confirmed via x ray analysis, failure to capture and low intrinsic amplitude. Also, the rv lead slack had been pulled back. The rv lead was repositioned, and the ra lead was explanted and a new ra lead implanted, furthermore, the ra lead has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and right ventricular (rv) lead had the ra lead dislodged at pre-discharge interrogation. The dislodgement was confirmed via x ray analysis, failure to capture and low intrinsic amplitude. Also, the rv lead slack had been pulled back. The rv lead was repositioned, and the ra lead was explanted and a new ra lead implanted, furthermore, the ra lead has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.